Event description:
It has been reported that during the procedure the device failed to sense or pace. There is no report of pt injury. No further info is available. The device is being returned to co for evaluation.